Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset technical support engineer (tse) reviewed the system log with the procedure date of (B)(6) 2025 and the tablo console issued a low venous pressure alarm, which was subsequently cleared by the user. No additional conditions were present in the logfile that would have triggered further alarms, and no evidence of console malfunction was identified based on the available system data. Based on the available information, a definitive determination could not be made as to whether the alarm was directly related to the reported blood leak. Additionally, the field service engineer (fse) was unable to replicate the reported issue using cartridge from the same lot number. A review of production records for this lot number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported a 45-year-old male patient experienced low blood pressure and became unresponsive during treatment. It was reported that blood leaked from cartridge during treatment; the total volume of blood loss is unknown. Care giver dialed 911, emergency medical services (ems) arrived, stabilized the patient and transported him to the hospital. At the hospital, the patient received two units of blood. The patient has since stabilized and has been discharged home.